Manufacturer narrative:
An analysis of the product could not be conducted because a physical sample was not received for evaluation. However, a review of the manufacturing records for the finished device lot number was carried out, and no non-conformances or manufacturing irregularities were identified. As part of ethicon's quality control process, all devices are manufactured, inspected, and distributed according to approved specifications. Additionally, we will continue to monitor complaint information for potential safety signals through complaint trending as part of our post-market surveillance. If the product is received at a later date, the investigation will be updated accordingly. The manufacturing number is (B)(4).

Event description:
Defective healing of the urethral incision led to vaginal exposure of the prosthesis at the delivery scar. This required surgery in the operating room for scar revision, sometimes performed as an outpatient procedure, including partial excision of the strip.